Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that unit was giving error codes 4 and 5. 4- drive atmosphere calibration: drive atm calibration, 5- shuttle atmosphere calibration: shuttle atm calibration, fault codes: code 58 - 8 times happened due to invalid shuttle prs value comp calculation out of range atmosphere pressure value out of range. Code 124 - 3 times happened due to sustained shuttle invalid pressure value (1) prolonged shuttle pressure, system failure (2) noticed condensation in pneumatic interface module (pim), ran condensation removal numerous times, would not pass pim or all manifold test, did not recognize that the unit was plugged and would not complete test. Replaced drive transducer, drive assembly and pim. Unit passed all functional test.the defective components were received for further investigation. The failure analysis and testing dept. Received pneumatic module assy, pressure transducer, 30 psia and drive manifold assembly. Parts were received with a reported issue of an error code 124, 4, and 5. Also condensation in pim. The fat performed a visual inspection and found the parts to have contamination. Due to the contamination and the risk it poses to the test fixtures, fat will not test the parts. Cannot confirm the reported issues. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)displayed error code 124.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Investigation, investigation findings, component codes and investigation conclusions), h10 additional contact details: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that unit was giving error codes 4 and 5. 4- drive atmosphere calibration: drive atm calibration, 5- shuttle atmosphere calibration : shuttle atm calibration, fault codes : code 58 - 8 times, reasons: invalid shuttle prs value comp calculation out of range atmosphere pressure value out of range. Code 124 - 3 times, reason - sustained shuttle invalid pressure value (1) prolonged shuttle pressure, system failure (2) noticed condensation in pim, ran condensation removal numerous times, would not pass pim or all manifold test, did not recognize that the unit was plugged and would not complete test. Replaced drive transducer, drive assembly and pim. Unit passed all functional test.

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp)displayed error code 124. There was no injury to patient.